Event description:
It was reported that not even a year after the pump was implanted, the patient had surgery related to her device. It was found that the ¿hose¿ or ¿line¿ was kinked and surgery was done to correct that problem. It was reported, the device system had been always used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did have a catheter issue in 2011, the catheter was revised; a new one was not placed.

Event description:
Additional information received reported that the patient had surgery because the ¿line¿ was left too long during implant.

Manufacturer narrative:
(B)(4).